Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 3.1 was off bus. A field service engineer (fse) had reseated the drawer cables, but the issue persisted. Fse then swapped the half height pyxibus controller due to ds205 being off, and testing with my multimeter showed normal readings. After replacing the pyxibus card, ds205 remained off. Fse unplugged each row board to isolate the issue, but without success. Fse then replaced the half height controller card, which also did not resolve the problem. Finally, fse tried a new retractor band, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was unable to open the drawer. Device was not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.